Manufacturer narrative:
H3: product analysis of part # 6550202, lot # kh19k506 - visual and optical inspection confirmed the cement delivery tip is stuck in the screw due to the dried cement around the pedicle head of the screw. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spine fusion. It was reported that cement clips were stuck in the tulip head of the screw, cement was administered and the tips could not be removed. The cement came up around the side of the tips and dried in place. The screw was removed after cement had dried and replaced with a larger diameter screw. The screw did not malfunction. There was no patient symptom reported. There were no further complications reported regarding the event.